Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced 10 infusion set fell off events on 13-may-2024. The first infusion set was in use for less than 2 hours. No further information available.

Manufacturer narrative:
Initial and final MDR 1909138 - MDR 3003442380-2024-13453 - device 2 of 10.